Event description:
It was reported to philips that the device would not synchronize with the ECG rhythm waveform during a cardioverson procedure. The patient involved was reported to have not been adversely impacted. The customer used another defibrillator to perform the therapy. Failure to synch, where there is no adverse impact and no indication of any urgency, even though the clinicians used another defibrillator to deliver therapy, is not a serious injury.